Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "knee scope and poly exchange for global instability." A 3x10 ps insert was replaced with a 3x13 pis insert. Rep confirmed there are no allegations against the robotic cuts or positioning of the implant from the primary procedure and that no further information will be released by the hospital or surgeon.